Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of patient made a mistake/break in aseptic technique and peritonitis in coincident with dianeal ultrabag therapy. On an unreported date, the patient began dianeal ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal therapy was ongoing. On an unreported date, the patient made a mistake, experienced a break in aseptic technique, further described as the attendant performed capd without proper training. On an unreported date, the patient experienced peritonitis. The causes of the peritonitis were break in aseptic technique and performing capd without proper training. On an unreported date, the patient began remedial therapy for the peritonitis with vancogen (1gm ip), tazin (4.5gm IV twice daily) and unizox (1gm IV daily). The peritonitis was resolving. It is unknown if training was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique described as the patient performing capd without proper training. The root cause was undetermined. Additional information: a labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.